Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported the patient was experiencing ineffective stimulation due to lead migration. X-rays confirmed the migration. Surgical intervention took place wherein the lead was explanted and unable to be replaced due to scar tissue. Patient is receiving effective stimulation with one lead.